Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was 16.7 mmol/l. Customer administered a correction injection to successfully resolve the bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
Update b1 and MDR codes.